Event description:
On (B)(6) 2011: customer reports that physician was performing an undetermined urology procedure on a pt when the fluoro failed. Staff moved the pt to another room, where procedure was completed without further incident. Customer did not provide info on pt or procedure other than to say the procedure was completed, no reported injury.

Manufacturer narrative:
Tech support troubleshot with facility biomed giving him advise on what to check. On (B)(4) 2011; tech support followed up with facility biomed who reports that after recycling generator, the system has been fully functional, no more issues. Biomed does not want a field service engineer to visit on unit, working well. Quality assurance will continue to monitor and trend for similar issues and identify significant quality trends to input for corrective action.